Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter .

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2000 mcg/ml; 922 mcg/day via an implantable pump. Indication for use was intractable spasticity. Oral medication included baclofen 20 mg tid (three times a day) and valium. The date of the event was (B)(6) 2016. It was reported that since mid-(B)(6) the patient experienced increased spasticity and the patient could no longer transfer, extend his legs and his knees were at his chest. The patient was itchy and had goose bumps. The patient was "risking pneumonia". On (B)(6) 2016 an x-ray was performed; results unknown. On (B)(6) 2016 the catheter was aspirated using a catheter access port (cap) kit, and cerebrospinal fluid (csf) was confirmed. No causality was confirmed. The patient was scheduled for a catheter revision on (B)(6) 2016. However, the patient "can't take this any longer" and wanted to get in sooner. The catheter revision was scheduled as a means to further explore possible reasons of therapy loss.

Event description:
Additional information was received from a healthcare provider (hcp). The date of onset was reported to be (B)(6) 2016. It was noted the patient had a significant increase in lower extremity spasticity. They had ruled out noxious/infectious etiology; increased the pump rate; accessed the side port; and referred the patient to a surgeon. The patient was to have a catheter revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.